Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the hospital, loss of capture was observed on the rv lead upon interrogation. Threshold elevation was noted via threshold testing. Programming change was made successfully. The patient was stable. It was noted that the device was turned off four days later since the patient received a leadless pacer.